Event description:
The leading haptic bent during the insertion of the lens into the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00024 for the intraocular lens with this delivery device used.